Event description:
It was further clarified that the programmer had been plugged in an area that became flooded. There was no patient involved and no injury reported.

Manufacturer narrative:
Analysis confirmed that the programmer was water damaged. The display brightness was very low and the screen was dark and difficult to read. It was also observed that the left and right sliding rails and the upper and lower bullets were broken. The stylus tip was bent but working correctly. The left and right hinges were broken. The programmer was decommissioned due to the water damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer emitted an electric shock and was water damaged. No patient complications have been reported as a result of this event.